Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 - codes updated to imdrf codes. Device history lot - art: 03.043.029 lot: 2023518 manufacturing site: selzach supplier: (B)(4) release to warehouse date: 18 september 2020 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d4, d9, h4 h3, h6: a product investigation was completed: visual analysis of the returned sample revealed that there was no damage or defects with the aiming arm. A dimensional inspection was not performed as no significant product defect was observed. A functional test was not performed as the mating device was not returned. The current and manufactured to drawings were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the device was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a tibial nail advanced system surgery. During the surgery, when inserting the nail and trying to lock the screws into the nail proximally, the most distal of the proximal hole through the aiming arm, the drill guide were not aligning with the nail hole. The guide sleeve and drill bit did not align with the screw hole in the nail. The patient was no harm. There was a surgical delay of approximately three to five (3-5) minutes. The procedure was successfully completed without other medical intervention required. No patient harm. Concomitant device reported: unk - drill (part# unknown; lot# unknown; quantity: unknown). This complaint involves six (6) devices. This report is for (1) aiming arm/ radiolucent. This is report 1 of 6 or complaint (B)(4).